Event description:
A malfunction was reported, indicated by malfunction code 16, with no notable events occurring prior. There was no reported adverse impact on the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it. The customer was provided with a prepaid label to return the faulty pump within ten days, and a replacement pump was arranged.